Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer's insulin pump was alarming motor error at times. It was advised that the customer revert to a back-up plan. The customer's blood glucose was 88 mg/dl. Nothing further was reported.